Manufacturer narrative:
(B)(4). Batch # unk unknown, assumed 1st month of the year that the event took place. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please clarify how ¿when they were able to attach to tissue, the clips were turning in the device.¿ did clips not hold on to tissue or vessel once placed? Correct, it did not hold on tissue.

Event description:
It was reported that during an unknown procedure the clips were just falling out of device before they could get to the tissue. When they were able to attach to tissue, the clips were turning in the device.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was cycled and in the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder spring was found ensembled backwards causing the feeding failures. 10 clips were found inside clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.